Event description:
MDR = yes (m). Malfunction in a different situation may c/c to si/d. This device declared a fault code which is indicative of voltage too low for the projected remaining capacity. This represents a malfunction as critical therapy may be compromised. The device remains in service. No adverse patient effects were reported.